Manufacturer narrative:
For the one pending event, the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The esubmitter software is automatically checking the checkbox for field. Combination product. The software will not allow the checkbox to be unchecked. This submission is not for a combination product. For 1 of the events, the investigation determined the service actions resolved then issue. The follow up actions taken were the field service engineer replaced the gear pump head. For the other event, the investigation is ongoing. The follow up actions taken were the field service engineer replaced the sample probe. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable incorrect, inadequate or imprecise results were generated by cobas 6000 c501 modules. The events involved an unspecified number of patient samples tested for crep2 creatinine plus ver.2 and one patient tested for crp. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.